Event description:
It was reported that when an asymptomatic patient presented to clinic for follow-up, several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were made. Patient later received patient notification alert due to a non-sustained rv oversensing episode and presented to clinic. Post-paced t-wave oversensing was observed again. Additional programming changes were made. No issues were reported on patient. There has been another notifier alert, and patient will come in clinic for device reprogramming. Patient does not have home monitoring system yet. The patient was stable before, during, and after the device interrogation and will continue to be monitored.